Event description:
The customer reports that during a procedure, the device was misfiring. The staples did not come out, no cutting. Another device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Eval summary - the analysis results found that the device was returned with the clamping mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the triggers post were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specification. The mfg records were reviewed and no anomalies were found during the mfg process.